Event description:
Customer reported that her insulin pump was only delivering insulin when she gives herself a correction, but not anytime else. Customer also reported her blood glucose had been high. Customer's blood glucose was 600 mg/dl. She had treated her blood glucose with the insulin pump and pen. Troubleshooting found the customer had symptoms of high blood glucose such as sleepiness, headaches, and numbness in her fingers and toes. Troubleshooting for the insulin pump found insulin was able to exit from the tubing and there was no leaks present. The customer's bolus history was also accurate. It was also found the customer had a bent cannula, causing her high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed n(B)(4) site per variance 5.